Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in r-wave amplitude was noted on the right ventricular lead. A decrease in high voltage and pacing impedances was also noted but the measurements were still within range. The lead was explanted and replaced and the patient was in stable condition.